Event description:
It was reported that the patient never experienced therapeutic effect from the implantable neurostimulator (ins). The patient stated that their trial worked well, but now still had urgency and got up 4-5 times a night. The patient had tried increasing the stimulation and trying different programs. Additional information received reported that the patient had tried to adjust the stimulation in all 4 programs and had gone ¿up to the max¿ in each program. The patient had contacted their healthcare professional (hcp) for assistance with their therapy concern, but was directed to call the manufacturer. Additional information received reports it¿s been eight weeks and the neurostimulator was not working at all. Additional information received reports there was not a fifty percent or greater symptom reduction. The cause of the event was determined and it was device related. It was reported that reprogramming was needed. It was reported that the lead was located on the s4 (sacral spinal) nerve. First tried reprogramming on (B)(6) 2014. It was noted that an x-ray was done on (B)(6) 2014 and found the lead on the s4 nerve. It was noted that the patient will have a revision of the lead done and surgery was scheduled for (B)(6) 2014. The patient has been contacted by the healthcare provider. The healthcare provider spoke to the patient on (B)(6) 2014 and the patient had the device off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hy0l, implanted: (B)(6) 2014, product type: lead. (B)(4).